Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod on the abdomen between 4 and 24 hours. The pod was originally reported for not sure insulin was being delivered. The patient was advised to change the pod.

Manufacturer narrative:
The pod was received fully deployed. A leak was observed during fluid path testing due to a tear in the exposed portion of the soft cannula. The timing and cause of this damage is unknown. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if the observed damage to the cannula contributed to the reported failure to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone17.1. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.